Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken pin inside of the ventricular connector and additionally noted that the ventricular connector and the hanger assembly were broken and the black label over the emergency doo button was removed. The main seal was being replaced as a preventive measure. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken pin inside the ventricular output connector. The generator was returned for service. There was no patient involvement.